Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 17 devices were evaluated in the field and the issue was confirmed; 16 devices had broken/damaged components and 1 device had a disconnected component. The devices were repaired and returned. 1 device was evaluated in the field but the issue was not confirmed; no defect or malfunction was found. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 18 </noe> malfunction events, where it was reported the unit had phantom motion. There was no patient involvement.

Manufacturer narrative:
It was initially reported there were 18 events with the reported issue, however there were actually 20 events. The additional 2 devices were not evaluated, as the issue was identified and resolved during a troubleshooting call between the customer and stryker technical support.

Event description:
This report summarizes 20 malfunction events, where it was reported the unit had phantom motion. There was no patient involvement.